Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Medical staff reported rupture, pain, fatigue . This relates to the left side. Device has been explanted.

Manufacturer narrative:
Clarification d9: device not returned. Only device photo received. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. ¿ malaise-ndr: not applicable as the event is not related to the device. Additional observations: ¿ red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Medical staff reported rupture, pain, fatigue. The event of fatigue is not related to the device. This relates to the left side. Device has been explanted.